Event description:
The patient did not have any previous gynecological intervention. In 2011 she had abnormal pap. She is g (gravida) 0. The patient was not postpartum at time of essure insertion. Cervical dilatation, analgesia and general anesthesia were applied during insertion. The patient was not pregnant. The insertion and the visualization of the tubal ostium were easy. The fluid loss during hysteroscopy was not more than 1500 cc and did not take more than 20 minutes. Condoms were used as back-up contraception. On unspecified date the patient experienced pain on left. On (B)(6) 2013 ultrasound and CT (computerized tomography) were performed to confirm essure placement and suggested perforation on left. On (B)(6) 2013 left salpingectomy was performed by laparoscopy. During surgery no perforation was seen. The coil was seen pushing against tube lumen and was removed. No organ or intra-abdominal structure were seen perforated on laparoscopy. No perforation occurred during sounding, cervical dilatation or hysteroscopy prior essure insertion. There were no signs and symptoms of infection. The patient recovered from essure removal procedure. On unknown date, physician stated that patient still have a patent right tube with essure in place.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.